Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was overdischarged and the leads may have migrated. There were no reported environmental or external factors that contributed to this event. There were no reported diagnostics performed. It was stated that there would be a jumpstart of the ins and a possible lead revision. The issue was not yet resolved at the time of the report. It was unknown if the surgical intervention was planned. Additional information was received from the manufacturer representative on (B)(4) 2018 reporting that the cause of the overdischarge was the patient not charging their implantable neurostimulator (ins). The ins was jumpstarted and reset on (B)(6) 2018. One lead had migrated down and would likely be scheduled for lead revision but this had not been scheduled at the time of this report. No further complications were reported.